Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the uterus, fallopian tubes or other organs'), uterine perforation ('perforation of the uterus, fallopian tubes or other organs') and perforation ('perforation of the uterus, fallopian tubes or other organs') in a female patient who had essure (ess205) (batch no. 12275731) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), device dislocation ("migration of essure device to the abdominal or pelvic cavity"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, device dislocation, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss and weight fluctuation to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: in or about (B)(6) 2020, she was put on a waiting list to undergo surgery to remove essure devices. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of the uterus, fallopian tubes or other organs"), uterine perforation ("perforation of the uterus, fallopian tubes or other organs"), perforation ("perforation of the uterus, fallopian tubes or other organs") and device dislocation ("migration of essure device to the abdominal or pelvic cavity") in an adult female patient who had essure (ess205) inserted (lot no. 12275731) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). Essure (ess205) treatment was not changed. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205) administration. The reporter commented: in or about july,2020, she was put on a waiting list to undergo surgery to remove essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2020: gynecological organs: limited assessment of the gynecological organs with CT imaging. Anteverted uterus which appears gross l y within normal limits. There is a tubal ligation clip which appears to extend approximately 2 cm in length and is located just superior to the right aspect of the uterine fundus. The curvilinear component is coursing just posterior to the bladder wall. There is a second tubal ligation clip, which also measures approximately 2 cm it is located at the base of the left adnexal region and curves laterally, along the superior margin of the left fallopian tube/left ovary. Bone: mild multilevel degenerative changes [pathology test] on (B)(6) 2020: surgical pathology report: specimen source: 1. Endometrial curetting 2. Uterus and bilateral fallopian tubes clinical history: essure retention mass lesion identified: no cancer suspected: no. Diagnosis: 1. Endometrium, curettings: - superficial strips of benign endocervical glands and squamous epithelium. 2. Uterus, bilateral fallopian tubes, subtotal hysterectomy and bilateral salpingectomy: - endometrium: scant inactive endometrium with scarring, suggestive of previous ablation procedure; negative for hyperplasia. - myometrium: small incidental leiomyomata (0.5 cm), adenomyoma and adenomyosis; single focus of vasculitis. See comment - serosa: no histopathologic change. - cervix: not present. - left fallopian tube: incidental adenofibroma (0. 5cm), small paratubal cyst. - right fallopian tube: no histopathologic change. - metallic coils present within both fallopian tubes. Gross description: right fallopian tube: sectioning of right tube reveals a metallic coiled placed in proximal left tube up to left cornu, measuring 2.5 cm in length. Entire right proximal tube and right cornual uterine body including entire coil is sampled and transferred to steelgate after photograph. Lot number: 12275731 manufacturing date: 2005/05 expiration date: 2006/12. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Surgical pathology report , medical history, lab data & reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the uterus, fallopian tubes or other organs'), uterine perforation ('perforation of the uterus, fallopian tubes or other organs'), perforation ('perforation of the uterus, fallopian tubes or other organs') and device dislocation ('migration of essure device to the abdominal or pelvic cavity') in a female patient who had essure (ess205) (batch no. 12275731) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure (ess205). The reporter commented: in or about (B)(6) 2020, she was put on a waiting list to undergo surgery to remove essure devices. Lot number: 12275731 manufacturing date: 2005/05 expiration date: 2006/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality-safety evaluation of ptc. After company internal review the event "migration of essure device to the abdominal or pelvic cavity" was upgraded to serious incident event. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.